Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by purchasing a new base/pad for charging the pump.